Manufacturer narrative:
No RMA has been initiated for this issue. Model 8585sr28-ts7, serial number/date code and age of product are unknown at this time. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The staff member is a female in her (B)(6). The staff members medical condition, stability and medication regimen are unknown. The staff members technique while using the device is unknown. The maintenance history of the device is unknown. Their facility called and stated that a staff member pulled the right side of her back while moving a recliner chair back into the upright position. Tha facility stated hat the staff member is ok. No medical treatment was sought.

Event description:
Customer alleged staff member having trouble moving a chair to the upright position. Minor injury alleged.